Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative via a healthcare provider. It was reported that the explant date of the pump was september, but noted that ¿no exact remembered.¿ it was reported that the issue was resolved and that no product would be returned. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in the united kingdom who received unknown medication via an implantable pump. The indication for use was not provided. It was reported that a pediatric patient was recently implanted with a synchromed ii pump and now the patient¿s skin at the pump pocket was red. Pocket erosion was reported in addition that it looked like the body was rejecting the pump. It did not look like an infection. Leakage of the drug was ruled out. Of note, the patient previously had two metal hip plates that were removed due to a metal allergy. No other patient symptoms were reported. Additional information received reported that the implant date for the pump was unknown. It was reported that the drug being delivered was baclofen, the concentration and daily dose remained unknown. It was reported that it ¿wasn¿t sure¿ of the date that the patient first experienced the symptoms. It was noted that the pump did not erode through the skin. It was reported that cultures were taken and there was no infection. It was reported that the patient was not tested for an allergy to the pump/titanium. It was reported that blood tests were completed as part of the troubleshooting/diagnostics for the reported event. It was reported that there was no allegation toward the implanted pump system, but was further noted that the pump seemed to have moved very close to the surface of the skin and was causing discomfort. It was noted that the patient did not receive an oral or IV antibiotics as a result of this event. It was reported that the patient was only hospitalized for surgery to remove the device as the physician decided that was for the best. It was reported that the pump was explanted. No further complications were reported and/or anticipated.